Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, product type: accessory. (B)(4). Analysis of the lead, serial # (B)(4), found the body of the conductor was broken and the anchor site unknown.

Event description:
It was reported the patient fell and the lead migrated. A revision and replacement was required. X-rays were taken. Impedances were high on 6 of 8 electrodes. The patient experienced less than 50% therapy relief at the lead location. The lead was explanted and replaced the date of current report. The patient¿s status was noted to be alive-no injury.